Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 10mm amplatzer septal occluder was chosen for an atrial septal defect (asd) closure procedure using a 7f amplatzer trevisio intravascular delivery system. The original defect hole was measured at a maximum of 7mm, and the sizing balloon stop-flow measured it at 9.5mm. During procedure, the left atrial disc (la) became a cobra head shape. It was re-deployed within the la, and the cobra head shape was resolved, but it fell into the right atrium (ra) and could not be placed. It was then removed and re-prepared outside the body. The deformed occluder was retrieved outside the patient prior to release from the delivery cable inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The device was replaced with a new 10mm amplatzer septal occluder and a new 8f amplatzer trevisio intravascular delivery system. The procedure was successfully completed. There was no adverse patient effect.